Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The event was manifested by abdominal pain. The patient was not hospitalized. The patient was treated with unspecified intraperitoneal antibiotics for twenty one days (drug names, doses, and frequencies not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient had recovered. No additional information is available.